Event description:
It was reported that the pt experienced facial flushing and chest pressure. PICC withdrawn 3cm from mid-distal placement. Pt's symptoms resolved in less than 5 minutes.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of reue0617 showed three other similar product complaint(s) from this lot number. (B)(4).